Event description:
On (B) (6) 2010, the lay pt's wife contacted lifescan (lfs) alleging that the pt's one touch ultra meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation, because the mss was unable to contact the pt or reporter by phone. The wife said the product issue started prior to (B) (6) 2009. The pt continued to take his usual dosage of lantus insulin in the am and at bedtime with humalog insulin before each meal. The wife said the pt went to the ER about 2 weeks after the product issue started. He had dizziness and an overall sick feeling. Blood glucose readings obtained in the ER were not provided. The wife said the pt was treated with IV fluids and insulin in the ER. The csr documented that the pt was using incorrect, fast take, test strips with the one touch ultra meter. The csr walked the wife through testing with one touch ultra test strips and resolved the power issue. The pt's product was replaced. This complaint is reported because the pt's wife alleges that the lfs meter would not turn on. She claims the pt developed symptoms two weeks later, went to the ER, and received health care professional administered treatment of insulin and IV fluids.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.